Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion was in the moderately tortuous 1st diagonal artery. An apex monorail 15mm x 2.25mm balloon catheter had been advanced to treat the target lesion. During the procedure, the balloon ruptured at 10 atmospheres (atms). The number of inflations and to what atms is unk. The balloon was able to be removed intact. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed at "good."

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered as operational context. It is considered likely that the device met specifications, but performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors. (B)(4).